Event description:
It was reported that the 9800 system had dark images on the monitor and the collimator controls had a problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ffb board and the monitor were installed during the service call. The system was tested and found to be working as intended and put back into service.